Event description:
It was reported that, after a lead trial, the "very edge of the proximal lead was torn when the health care provider tried to disconnect it from the adapter." The lead was explanted. The pt's status was reported as "no health hazard."

Manufacturer narrative:
(B)(4). The lead and extension have been returned to the MFR for analysis which is not complete as of this report. A f/u report will be sent when the analysis is complete.